Event description:
It was reported that the insulin pump had blank display. Customer's blood glucose was 221 mg/dl. The issue was resolved upon troubleshoot. Advised the customer that battery cap would be replaced. Customer mentioned the insulin pump settings were wiped out. The customer was assisted in programming the insulin pump. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.